Event description:
During a shoulder arthroscopy the tip of the instrument broke off. A delay of 30 minutes took place to try and remove the tip from the patient, but it is unknown if the piece was removed. No patient injury or procedural complications were reported.